Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system developed an infection 6 weeks post implant. The system was explanted. Oral and intravenous antibiotics were administered prior to, during and following the explant procedure. The physician reported that the patient¿s condition of diabetes and hygiene could have contributed to the reported event.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Section d4 expiration date. Section g date received by manufacturer. Section g6 type of report. Section h4 device manufacture date. Section h6 evaluation codes. Section h10 manufacturer narrative. The device was discarded by the healthcare facility. The patient's wound hygiene, white blood cell count, and history of diabetes may have contributed to the infection but the root cause cannot be conclusively determined. Potential risks are listed in the evoke¿ scs system surgical guide ¿infection that may require hospitalization with intravenous antibiotic therapy. The patient may require surgery (including revision, explant, and replacement) as a result of any of the above.¿ the manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.